Manufacturer narrative:
The following day, the patient continued to have episodes of slurred speech with hypotension and facial drooping as well, which the investigator considered as another tia. Ultrasound revealed a patent stent with markedly elevated velocities within the proximal ica with greater than 60% stenosis suspected; however, the investigator stated that there was no stent restenosis. The patient had labile blood pressure with bradycardia in the 30s and 40s for a few days, and neosynephrine was titrated to keep sbp > 140. Five days after the procedure, he was able to be weaned off of the neo-synephrine and his blood pressure and heart rate improved. Approximately eight days after the procedure, the patient was discharged. Concomitant medications included: heparin (intra-procedure), aspirin, plavix, glyburide, simvastatin, amlodipine, metformin, proscar, hydrochlorothiazide, and lisinopril. Concomitant devices: 6mm angioguard rx and 5.0 x 20mm aviator plus balloon. Complaint conclusion: as reported via the (B)(4) registry, a patient experienced hypotension and a tia (transient ischemic attack) during post-dilation of the precise stent. The following day the patient experienced labile blood pressure, bradycardia, and another tia. At the time of the index procedure, angiography revealed 95% stenosis in the ostial left internal carotid artery. The lesion was 20mm in length and eccentric with severe calcification. The reference vessel was 6.0mm in diameter and severely tortuous. The patient was asymptomatic prior to the procedure. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated and a precise pro rx was then implanted. The stent was post-dilated with a 5.0 x 20mm aviator plus balloon at 10 atmospheres. During post-dilation of the stent, the patient experienced sudden onset of a tia with symptoms of slurring of speech and facial droop. The patient was treated with neo-synephrine and nicardipine. The angioguard was retrieved with debris noted in the basket. The symptoms resolved in minutes and the patient was neurologically intact. There was 20% residual stenosis. The following day, the patient continued to have hypotension and an episode of slurred speech and facial droop which the investigator felt was an additional tia. Ultrasound revealed a patent stent with markedly elevated velocities within the proximal ica with greater than 60% stenosis suspected; however, the physician stated that there was no stent restenosis. The patient had labile blood pressure with bradycardia in the 30s and 40s for a few days, and neosynephrine was titrated to keep sbp > 140. Five days after the procedure, he was able to be weaned off of the neo-synephrine and his blood pressure and heart rate improved. Approximately eight days after the procedure, the patient was discharged. The patient's medical history includes hyperlipidemia, diabetes mellitus, benign prostatic hypertrophy and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 1016427-2011-00046, 9616099-2011-00403 and 9616099-2011-00404

Event description:
As reported via the (B)(4) registry, a patient experienced hypotension and a tia (transient ischemic attack) during post-dilation of the precise stent, and labile blood pressure, bradycardia, and another tia the following day. At the time of the index procedure, angiography revealed 95% stenosis in the ostial left internal carotid artery. The lesion was 20mm in length and eccentric with severe calcification. The reference vessel was 6.0mm in diameter and severely tortuous. The patient was asymptomatic prior to the procedure. Pre-procedure blood pressure was 194/75, pulse 52. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion. The stent was post-dilated with a 5.0 x 20mm aviator plus balloon at 10 atm. During post-dilation of the stent, the patient experienced the sudden onset of a tia with symptoms of slurring of speech and facial drooping with sbp < 140. The patient was treated with neo-synephrine and nicardipine. The angioguard was retrieved with debris noted in the basket. The symptoms resolved in minutes and the patient was neurologically intact. There was 20% residual stenosis.